Event description:
It was reported through the research article ¿preoperative passive venous pressure-driven cardiac function determines left ventricular assist device outcomes¿ that heartmate 3 (hm3) may be associated with right ventricular failure, bleeding, stroke, death, and transplant. This single-center retrospective study evaluated 139 patients who were implanted with hm3 between (B)(6) 2012 to (B)(6) 2021. Data for this study was recovered through detailed clinical follow-up. The study hypothesized by separating right-sided output into passive (venous pressure) and active (rv contraction) components, they could better predict the degree of end organ damage from backpressure and thus gain insight into left ventricular assist device (lvad) survival as well as actual right ventricular contractility. The concept of passive venous or fontan type circulation was used as a predictor of rvf and lvad mortality in this study. Pre-lvad cardiac output driven by venous pressure was determined by dividing right atrial pressure by mean pulmonary artery pressure, multiplied by total cardiac output. Normalization to body surface area led to the passive cardiac index (pasci). The youden j statistic was then used to locate the pasci threshold, in order to better predict lvad death. The study found the threshold to be 0.5. Relevant patient information for this study was divided by where the hm3 patients fell upon the pasci threshold. There were 63 (49 male, 14 female) hm3 patients with a pasci <0.5 and 76 (35.3 male, 40.7 female) with pasci >= 0.5 (p=0.720). The average age of this group was 53.48 for patients with pasci <0.5 and 54.54 with pasci >= 0.5 (p=0.663). The average weight was 83.00 kg for pasci <.5 and 91.40 kg for pasci >= 0.5 (p=0.07). Out of the total 139 evaluated patients, 7 hm3 patients suffered post operation rvf (p = 0.090). Seven patients were implanted with a right ventricular assist device (rvad) post lvad implantation (p = 0.090). 11 patients suffered a stroke/tia (p = 0.993). 21 patients experienced gastrointestinal bleeding (p = 0.231). Five patients died within 30 days of implant date (p = 0.38). In total, 18 patients died after lvad implantation (p = 0.009). 36 patients underwent heart transplant (p = 0.069). The study concluded that raising venous pressure negatively impacts end-organ function and also increases heart failure readmission days. Patients who had a pre-lvad pasci >= 0.5 had worse post-lvad survival and increased rvf. Pasci metric may improve the management of lvad candidates with right ventricle dysfunction.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section b3: date of event has been entered as 01feb2021 as data was collected between 12feb2012 and 10feb2021. Author information: tang, p. C., millar, j., noly, p. E., sicim, h., likosky, d. S., zhang, m., pagani, f. D., & michigan congestive heart failure investigators (2024). Preoperative passive venous pressure-driven cardiac function determines left ventricular assist device outcomes. The journal of thoracic and cardiovascular surgery, 168(1), 133¿144.e5. Https://doi.org/10.1016/j.jtcvs.2023.07.019. University of michigan frankel cardiovascular center, ann arbor, michigan. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure, bleeding, stroke, and thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.